Event description:
It was reported that this pacemaker exhibited code 1003 and went into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.